Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon aspirating the sheath, the physician noticed that the sheath would not clear of air. It was determined that the hemostatic valve of the sheath may have been compromised. The physician believes that the hemostatic valve may have been compromised during insertion of the dilator. The sheath was replaced, and the procedure was completed without patient complications. The sheath is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.